Manufacturer narrative:
The event occurred in china. This complaint was reported by the customer on (B)(6) 2026 to china (B)(6) through the adr online system, report number:(B)(4). It was reported that the closing assy was broken during use causing leakage. The closing assy was fixed with tape and the treatment was finished without any problem. No harm to any person has been reported. The closing assy was not an original part and third-party maintenance was requested. Due to the potential risk for harm for the patient a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) the customer confirmed that the device has been repaired by a third-party company therefore no repair/service of the device by getinge was ordered. No service order could be provided by getinge. The reported failure "closing assy broken/missing/damaged" was already investigated by our lifecycle engineering (lce). Most probable root causes could be determined: too excessive force - weakening due to manufacturing errors (air inclusions) - weakening due to aging. Uv light (sun) or contact with chemicals. Based in the information available at this time the reported failure could be confirmed. The review of the non-conformities was performed on 2026-02-19 and during the period of 2020-04-08 to 2026-02-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow device was produced in 2020-04-08. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 2.2.3 handling the rotaflow system to ensure patient safety, only use tested and approved devices, parts, accessories and disposables. Maintenance work and repairs on the device and changes or modifications to it may only be performed by authorized service personnel. Changes or modifications made by the operator are not permitted. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. This complaint was reported by the customer on (B)(6) 2026 to china (B)(6) through the adr online system, report number: (B)(4) . It was reported that the closing assy was broken during use causing leakage. The closing assy was fixed with tape and the treatment was finished without any problem. No harm to any person has been reported. Complaint ID: (B)(4).